Event description:
Device 1 of 2. Reference MFR report #1627487-2015-00010. It was reported the pt was without stimulation. A diagnostic test revealed invalid impedance measurements. Reprogramming efforts reportedly provided adequate therapy relief for the pt. However, surgical intervention was subsequently undertaken on (B)(6) 2014. Intraoperative testing isolated the impedance issues to of the pt's lead extensions. As such, the device in question was explanted and replaced. Effective stimulation was recaptured for the pt. Since it is unk which of the pt's extensions was replaced, both lots are being reported as explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.